Event description:
Boston scientific crm received info that a dextrus pacing lead lacked impedance and was undersensing. The sales rep called technical services regarding device functioning. The technical services rep suggested checking the helix of the lead for tissue obstruction. The sales rep stated that the physician will problem solve using pacing system analysis, and may decide to replace the lead with a new one. No adverse pt condition was reported. Pt status remains unknown. The device is currently still implanted.